Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she is getting symptom control during the day however she is having trouble at night. The patient noted this has been occurring since implant and she had not seen any improvement at night. The patient saw their healthcare professional (hcp) 2 weeks ago and was directed to change programs every two weeks. The patient called back on september 29th and reported they needed to change from program 3 to program 2 because they were having problems sleeping at night, the patient noted they were getting up one or two times a night. The patient noted they were going to see their hcp on (B)(6), but was supposed to change from program 2 to program 1 in two weeks. The patient changed from program 3 at 1.3 v to program 2at 1.3 v. Additional information from the patient reported the less symptom control at night has not been resolved. The patient added they changed the program to program 4 to two quick to try and resolve the issue. The patient noted the circumstances that led to the less symptom control at night had not changed as of (B)(6). The patient she was going to see her hcp on (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Event description:
Additional information from the patient asked to change her program from 2 to program 1. The patient noted they had an appointment with their healthcare professional on (B)(6) to discuss her therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.